Manufacturer narrative:
The subject device was sent to olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation and performed a culture test for the device after the device was reprocessed. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. Device was returned and evaluated at rrc (regional repair center) olympus for evaluation and service repair. Device evaluation the following findings, service repair noted the following: bending section rubber glue condition (porous). Bending section distorted - crushed - sunken folds (slightly deformed by too much mechanical force). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, customer reported despite washing several times and new water samples, there is continued growth in the scope. The issue found during cds reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Additional details were received regarding the user culture results, please see b6 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.